Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ undefined recurrence; urinary/bowel problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair and cystoscopy due to sui, hypermotility of the bladder and cystocele. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, extensive pelvic adhesions and vaginal scarring. It was reported that patient underwent on (B)(6) 2007 exploratory laparotomy with drainage of abscess and a small bowel resection due to acute abdominal pain, lysis of extensive pelvic adhesions and right salpingectomy. It was reported that patient underwent wound debridement on (B)(6) 2007 due to chronic draining from the abdominal wound due to the procedure on (B)(6) 2007 and laparoscopic incarcerated ventral hernia repair with bard low profile mesh. Patient also underwent laparoscopic incarcerated ventral hernia repair with bard low profile mesh on (B)(6) 2008, (B)(6) 2011 and (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.